Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had a broken cable. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Correction: d4 updated to include the correct instrument lot/batch. H8 updated to reflect initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have blade damage. One of the blade edges was indented, which prevents the blades from closing and cause energy recognition failures. The instrument was found to have teflon pad damage. There was no pieces broken off of the teflon pad. The event caused partially or wholly by the user of the device including sample handling. The complaint regarding breakage of steel wires was not confirmed by failure analysis. The probably root cause of the mechanical indentations/burrs on the instrument blades and teflon pad damage are typically attributed to conditions during use.